Event description:
The patient reported the display of his insulin infusion device has a big black smudge in the middle of the screen. He stated there does not appear to be any physical damage to the device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.